Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was observed to have oversensing on presenting electrocardiogram (egm) and undersensing on stored egms. The lead remains in use. No patient complications have been reported as a result of this event.